Manufacturer narrative:
An image processor board was initially ordered, however, customer cancelled the service. According to information provided by the customer, they secured an image processor board from third party and had their staff install. Ge advised that this addressed the problem. Since the service call was cancelled could not evaluate the system. If additional information is provided, a report will be filed as required.

Event description:
It was reported that the 9600+ system had lines through the image. There was no report of patient injury.